Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: investigation revealed an intact keypad with an intermittently responsive contrast button. All other keypad buttons were difficult to press. Upon removal of the keypad, contamination was found under all keypad contacts. Unrelated to the original complaint, the battery compartment was noted to be cracked in two places. The pump case was cracked near the top and bottom right corners of the display lens at the case seal. In addition, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.